Event description:
It was reported that "some time" after the catheter was indwelled in the patient's femoral vein and a medical solution was injected, x-rays were performed. It was at that time, the physician found the spring wire guide (swg) remained in the catheter while the pt was in the hospital ward. As a result, the swg was removed with the catheter and a new kit was used. "We don't have info on how long the catheter was indwelled." Add'l info was received on 01/31/2011 from (B)(6) which stated "the entire swg was left in the catheter. There was no noticeable difficulty during injection of the medical solution; they did not notice it was in the catheter until the x-rays were performed. We could not find how long the swg was there, but there were no adverse issues to the pt at all. The catheter and the swg were pulled out as one unit. No surgical intervention was necessary to remove them." There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). F/u report will be field if add'l info becomes available.